Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the graphic user interface printed circuit board. The ventilator passed self-testing.